Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the patient was not in stable condition. Upon investigation, it was noted that the right ventricular lead had perforated the patient. An emergent lead revision was performed. During the procedure when the lead was connected to the pacemaker system analyzer ¿ psa, the lead exhibited noise and out of range high impedance values. The lead was explanted and replaced. The patient was noted to be recovering and in stable condition post procedure.